Event description:
Report received from u.s.a, stating that the device had hose damage (hose ruptured). It is known that the event did not occur during surgery. It is unknown if there was pt/user injury or medical intervention reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).